Manufacturer narrative:
Continuation of d10: product ID: 37751, serial# (B)(6), product type: recharger. Product ID: 37761, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient plugged in the desktop charger it would fall right out and wouldn't stay in. The recharger hole seemed plugged up. They mentioned they were in a lot of pain since they weren't able to recharge the ins. They inspected the recharger and desktop charger and they stated that the pins on the recharger were away from the arrow indicating a bad port. The pins on desktop charger were away from the arrow and the patient said the desktop charger connector pin wasn't bent. Additional information was received and it was reported that the patient received a replacement recharger, however the desktop charger connector pin broke off the cord and got stuck in the recharger, so they couldn't charge the recharger or the ins. The desktop charger connector pin was stuck in the old recharger.

Manufacturer narrative:
Concomitant medical products: product ID 97754, lot#/serial# (B)(6), product type recharger product ID 37761, lot#/serial# unknown, product type recharger h3: analysis of the desktop charger found the connector pins were broken. H6: fdc 4315 pertains to the desktop charger. Fdm 10 and fdr 180 pertain to the desktop charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97754, lot#/serial# (B)(6), product type recharger product ID 37761 lot#/serial# unknown, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37751 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37761 lot# serial# unknown implanted: explanted: product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that patient services tried collecting insr serial number and the patient gave different numbers every time (could not read the serial number). The reason for call was pt said when they plug in the dtc, it just falls right out/ won't stay in (pt said insr hole seems "plugged up"). Pt mentioned that they were in a lot of pain since they were unable to recharge their ins. They inspected the dtc and the insr port. They said the pins on the insr port were away from the arrow indicating a bad insr port. They said the pins in the dtc were away from the arrow indicating the dtc appeared to be okay (they said dtc connector pin was not bent). The issue was not resolved. An email was sent to the repair department to replace the insr. They called back on 06-07 stating that the dtc connector pin broke off of the dtc cord and got stuck in the insr that was being sent back to repair. The patient confirmed that the dtc connector pin was not stuck in the replacement insr.